Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA. The product was not returned to the MFR for evaluation.

Event description:
The product was used during an unspecified vascular procedure. The suture broke. The surgeon used another suture to complete the procedure. No pt injury reported.